Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded up and down keypad traces. No ramping numbers anomaly noted during testing. Unable to verify for operating currents and battery out of limit alarm due to no up and down button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 178 mg/dl. Troubleshooting was performed. The device was returned for analysis.